Event description:
Information was received from a trial patient with a neurostimulator for an advanced evaluation that began on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for vomiting, nausea, and dehydration. The patient was still in the hospital at the time of the report. The patient would follow up with their healthcare professional (hcp). It was unknown if the issue was resolved at the time of the report, but the patient was alive with no injury. No product issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.